Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: f/g,promus element,mr,ous 2.75 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 263 mm distal to end of strain relief and multiple hypotube kinks, consistent with device manipulation and the application of excessive force while having difficulty crossing a lesion. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-jan-2017.   It was reported that crossing difficulties were encountered.    A 2.75 x 16 mm promus element stent was advanced to treat the lesion; however, the device was not able to cross the target lesion. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.   However, returned device analysis revealed hypotube break.